Event description:
The iab was inserted into the patient on 3/31/98 at 1:30 p.m. On 4/1/98 at 4:30 a.m., the iab leaked and the iab was removed. No second iab was inserted. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. The patient went on to expire. The contact stated that the patient's death was not a direct consequence of the iab or iab therapy. (Event complications: none from the event - reported 8/24/98.) (Pt's current status: expired - reported 8/24/98.)